Event description:
It was reported the customer's insulin pump alarmed no delivery. The customer stated they had 80 units of insulin remaining in their reservoir when the alarm occurred. Customer did not have kinks in their tubing. The customer's blood glucose was 289 mg/dl at the time of incident. The customer stated they were able to resolve the alarm by a complete set change. The customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.